Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system time was approximately 6 minutes behind. A technical support specialist (tss) verified the time zone and confirmed it was set correctly to mountain standard time. Further the tss connected to server and confirmed the server time was accurate. Then the tss corrected the time on the station and synchronized with the server. The customer confirmed that the station time was showing correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station time was 6 minutes behind and not accurate. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.